Manufacturer narrative:
The scope was not returned to olympus for evaluation. As part of our investigation, a review of the device service history was performed and found that the scope was last serviced on december 13, 2017. If the device becomes available for evaluation at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that the duodenovideoscope culture tested positive for a high concern microorganism (streptococcus dysgalactiae) based on the pms study that was conducted at the user facility. There was no patient involvement with the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation an olympus engineer was dispatch to observe the sampling techniques and noted the following deviations: during preparation card was brought in the room. The sampler¿s gown and glove were noted to be too small. The sampler¿s ppe was sliding off during sampling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the olympus endoscopy support specialist (ess). On november 27, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practices. The ess reported that there were no deviations noted with the user facility¿s reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, the duodenoscope was reprocessed after a high concern organism was detected and then re-cultured. The sample was sent to an independent laboratory and no microbial growth was detected.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device using an olympus boroscope to inspect the channels. The instrument channel was inspected and noted a kink inside the channel from the bending section side. The channel was further inspected and did not find any stains, discoloration, or foreign material. The suction channel was checked and did not find any evidence of kinks, foreign material or discoloration. The image was checked and the image is normal. The scope passed the leak test. A review of the instrument history was performed and showed the scope was purchased on january 18, 2017 and was last returned for service on december 13, 2017. Based on the evaluation findings, the cause of the reported positive culture could not be determine as no signs of foreign material or discoloration inside the channel was noted. However, the cause of the kinks inside the channel is due to mishandling.